Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3; b5. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: broken light guide bundle. Based on the results of the investigation, a root cause for the malfunction reported by the customer could not be identified. Based on the results of the investigation, it is likely the following lead to the malfunction identified during the device evaluation: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: the issue was identified during reprocessing for an unspecified therapeutic procedure that was able to be completed using a similar device.

Event description:
It was reported that the subject device had a leak. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.